Event description:
Using vacuum to deliver baby with fetal bradycardia; vacuum would not pump up, second vacuum obtained, infant delivered without difficulty; (B)(4) complete vacuum delivery sys with palm pump, lot # 110736; (B)(4), exp date 2013-08, the actual vacuum was too contaminated to save. No adverse effects to mother or infant; second vacuum operated appropriately.